Manufacturer narrative:
Final analysis found external insulation abrasion was noted at 12.5cm to 12.7cm from the connector pin consistent with lead friction to the device can.

Event description:
It was reported that both the atrial and right ventricular leads exhibited noise and had been monitored. Noise was first observed on the atrial lead a year ago and noise was observed on the right ventricular lead half a year later. There were no other electrical anomalies. Both leads were explanted and replaced on (B)(6) 2018. Patient was stable and there were no consequences to the patient during and after the procedure.